Event description:
The user reports that a nurse was giving an injection, the medication allegedly came out of a hole in the needle hub and the nurse received a scant amount of medication on their cheek. No treatment required.